Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert was triggered for bipolar impedance of 1007 ohms on the right ventricular lead. There was no oversensing but several deemed legitimate nonsustained tachycardia episodes. Partial insertion of the lead is possible. It was further reported that there was high impedance and noise on the ring. It was observed that there was a recessed pin on the lead in the device header. It was also reported that the lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an alert was triggered for bipolar impedance of 1007 ohms on the right ventricular lead. There was no oversensing but several deemed legitimate nonsustained tachycardia episodes. Partial insertion of the lead is possible. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. The analyst noted that all pins appear normal, not recessed. There was only one set of setscrew marks on the is-1 pin and it is too proximal; the lead was not fully inserted into the device.